Manufacturer narrative:
This device has not been returned, therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device check, where loss of capture was observed. X-rays were performed and the lead was found to be dislodged. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was not kept for return.